Manufacturer narrative:
During an engineering investigation, photos of tubing were sent to cardioquip epidemiology by a cardioquip engineer. Due to the discoloration in the tubing, epidemiology recommended that the device undergo an internal water pathway replacement. The customer was notified of the contamination via email and an internal water pathway replacement was performed. Cleaning procedures were then performed on the device per wi-09. Following the repair, an inspection was performed, and the device is fully functional and within specification.

Event description:
A cardioquip engineer inspected the internal tubing of this device as part of a engineering investigation ID-277, and identified sections of tubing which were suspect for contamination. The engineer took pictures of the tubing and sent them to cq for review. Cq director of operations and epidemiologist recommended that the device receive an internal water pathway replacement due to the discoloration present in the tubing.